Event description:
It was reported that during a stenting treatment procedure, the guide wire was stuck in a previously implanted stent. The target lesion details are unknown. While crossing a previously implanted unknown stent, deployed one month prior, the amplatz super stiff guide wire became stuck in the stent. The physician had to "pull hard" to remove the wire and it became stretched. The procedure was not completed. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, the guide wire was stuck in a previously implanted stent. The target lesion details are unknown. While crossing a previously implanted unknown stent, deployed one month prior, the amplatz super stiff guide wire became stuck in the stent. The physician had to "pull hard" to remove the wire and it became stretched. The procedure was not completed. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed damage to the distal end. The coil was unraveled. The core wire was fractured and the ball weld was missing. A kink was identified at 158.5cm from the proximal end. The dimensions that could be measured met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).